Event description:
It was reported that a unspecified bd¿ syringe had a damaged plunger that would not pull properly and allowed air in. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer were evaluated and it is possible observe plunger activated. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ syringe had a damaged plunger that would not pull properly and allowed air in. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The additional information is as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8088803; medical device expiration date: 2023-03-31; device manufacture date: 2018-03-29. Medical device lot #: 8088806; medical device expiration date: 2023-03-31; device manufacture date: 2018-03-29. Medical device brand name: bd solomed syringe with needle. Medical device type: n/a. Common device name: syringe with needle. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. Medical device catalog #: 302631. (B)(4).

Event description:
It was reported that a bd solomed syringe with needle had a damaged plunger that would not pull properly and allowed air in. There was no report of exposure, serious injury, or medical intervention.